Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was fully tested using both the customer's multifunction cable (mfc) setup and a test setup with no faults found. The event log showed no valid patient impedance was ever detected, and no pads on or off messages were recorded, indicating the electrodes were not likely making appropriate contact. The user attempted analysis multiple times without success and eventually switched to leads, which then showed a signal. The pad set used during the event was not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient in sudden cardiac arrest (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician attached the 4-lead cable to continue analyzing the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.